Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. Blood glucose value was 392 mg/dl at the time of the incident. The customer stated they could not hear the alarm when insulin pump suspended. Troubleshooting was not performed for the audio issue. The insulin pump will not be returned for analysis.